Event description:
The pump was returned for investigation. Evaluation revealed the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump returned with audio bolus button torn. Bolus button responds on button presses. The bolus button was removed and there was no contamination under rubber cover. The pump booted to the verify screen with dim pink contrast. (B)(6).